Manufacturer narrative:
The user reported that the system was displaying sensor glucose (sg) values that differed from blood glucose (bg) measurements. A diagnostic upload was completed, a screenshot example was provided, and the case was escalated for further review. Based on the data reviewed, support advised the user to perform a sensor re-link to clear the historical calibration buffer. The sg/bg discrepancies were attributed to temperature sensitivity of the sensor, and the user was instructed to move to a cooler environment when the issue occurs and was provided education on protecting the sensor during extended periods outdoors in heat. The user was informed that readings may take approximately 20-30 minutes to stabilize once the area is covered or moved to a cooler location. Following the sensor re-link, the user had better agreement between sg and bg was reported. Per dms review, the system is currently being used with the latest firmware version, and all information is up to date. B4. Date of this report 08 nov 2025. G3. Date received by the manufacturer? 08 nov 2025. H6. Investigation findings updated to 114.

Manufacturer narrative:
User reported an event where the cgm showed results that are different from glucometer measurements. The case was escalated to the next level of support for additional review. Based on an overall review, user was advised to re-link their sensor and move to a cooler place when the issue occurs. After succesful re-link, the user had better agreement with their sg and bg values. Per the dms, the user is using the system with up to date information.

Event description:
On 09 aug 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.